Event description:
It was reported that high capture threshold, undersensing and oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.